Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of balloon burst and withdraw difficulty were confirmed by evaluation of the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per 3 mensio provided and follow up, there was presence of calcium in the patient anatomy. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty which led to vascular injury and subsequent surgical repair. No device or labeling problem was identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text : discarded.

Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of 29mm sapien 3 valve in aortic position by transfemoral approach. The patient had a bulky nodule of annular calcium extending into the lvot. During valve deployment, when the balloon was fully inflated with a low inflation technique and nominal volume, it burst. The valve was deployed successfully. However, the team was unable to withdraw the delivery system balloon into the esheath. The medical team withdrew the sheath and delivery system with the balloon exposed from the femoral artery. The patient required surgical repair of common femoral artery as covered stent did not seal the leak. The patient received 4 units of transfusion of red blood cells. As per medical opinion, the root cause was a likely spike of calcium in lvot. As per image provided, the balloon burst was confirmed.